Manufacturer narrative:
Physio-control evaluated the device, however, the reported failure could not be duplicated. It was observed in the patient event record that the device warned of low battery 45 minutes before it powered off. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that while responding to a patient, the lifepak 12 device lost power. It was confirmed that there was no affect on patient care.